Manufacturer narrative:
Sections with additional information as of 26-mar-2020: d10: product available for evaluation added h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for e-5 error code. Grandfather is calling on behalf of the customer. During the call, a blood test was performed by the customer and produced test result of hi. The customer is concerned with test results obtained of hi. The customer¿s expected fasting blood glucose test result range is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2021 and open vial date is january 2020. The meter memory was reviewed for previous test result history (grandfather did not recall if the results from the meter are fasting or non-fasting): result 1: hi date: (B)(6) 2020 time: 3:58 pm fasting. Result 2: hi date: (B)(6) 2020 time: 8:48 pm. Result 3: 234 mg/dl date: (B)(6) 2020 time: 10:00 pm. Result 4: 261 mg/dl date: time: 8:49 pm. Result 5: hi date: (B)(6) 2020 time: 3:01 pm.